Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. An rn had questions regarding ventricular pacing (vp) in association with the patient's t-waves. The device remains implanted, and there was no report of adverse patient effects.